Event description:
It was reported that the patient experienced a breach in the aseptic technique, coincident with automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. The patient explained that they had disconnected from the hc and the transfer set was closed. The registered nurse (rn) also revealed that after disconnecting the patient, they laid down the uncapped patient line in the urinal. The technical service representative (tsr) instructed the rn to close the transfer set and disconnect the patient, using the cap on the line right away. The tsr explained the risk of infection and reconnection. The tsr assisted the rn with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.